Manufacturer narrative:
Findings: unit passed displacement test. Motor error alarm noted during basic occlusion test and unable to prime during prime test due to faulty sensor resistor. Motor passed motor test. Units left on reservoir tube matched properly with units left on status screen. Unable to complete functional test due to prime anomaly. Unit received with scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a prime/fill anomaly. The blood glucose at the time of the incident was 234 mg/dl. The customer had an absence of a no delivery alarm. Troubleshooting was not able to resolve the issue. The device was returned for analysis.